Event description:
Info received indicates the bed is not working. There are no alarms or indications or indicators of the malfunction.

Manufacturer narrative:
The tech found the position sensor is broken. Repairs have not been completed.